Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the touch pen was tracking off by about 1 inch on the left hand side of the screen. Technical support (ts) had the caller perform a calibration, which improved it slightly. Then the latest software update from the software defined network (sdn) was loaded and the touch pen was tracking fine. The programmer remains in use. There was no patient involvement.